Event description:
It was reported that, during a rotator cuff repair, after implanting the healicoil anchor the surgeon attempted to remove the inserter. The inserter's tip broke and remained in the bone, the surgeon then removed it with a hemostat. The procedure was completed with the same device. A 5 minute delay and no patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the reported 5.5 mm pk sa healicoil anchor assembly, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported breakage of the distal tip from the inserter shaft. The tip has broken at the weldment. Examination of the weld bead characteristics confirmed adequate penetration between the welded components. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force placed on the inserter. Improper site preparation for bone quality. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported 5.5 mm pk sa healicoil anchor assembly, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported breakage of the distal tip from the inserter shaft. The tip has broken at the weldment. Examination of the weld bead characteristics confirmed adequate penetration between the welded components. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force placed on the inserter. Improper site preparation for bone quality. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.